Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effects of hemorrhage and tissue injury (vascular injury) are listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. Factors that contribute to suture malposition and difficult to remove may include, but not limited to, manufacturing, friable femoral vessel. The reported patient effects of hemorrhage and tissue injury are known inherent risks of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. D9: device available for evaluation. H6: health effect - clinical code 4582 deleted.

Event description:
Subsequent to previously filed report, additional information was received: reportedly, after all deployment steps completed properly, when removing the device, there was resistance. The device was prevented from coming out of the patient. With a little force the device came out; however, the suture came hooked in the device. It was never in the "glass" [vessel]. A second device was used with the same result. The sheath was upsized to 10f and 14f and the tavr procedure was completed. There was excessive bleeding noted. A covered stent was used via contralateral access to treat the damaged vessel and achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, after all deployment steps completed properly, when removing the device, there was resistance. The device was prevented from coming out of the patient. With a little force the device came out; however, the suture came hooked in the device. It was never in the "glass" [vessel]. A second device was used with the same result. The sheath was upsized to 10f and 14f and the tavr procedure was completed. A covered stent was used contralaterally to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.